Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure due to retractor disconnected from the controller board. A field service engineer reseated the retractor band to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers failing constantly, preventing user from removing the required medications. The customer stated that the user managed to retrieve the medications from other station. There were no adverse events or injuries reported based on this event.